Manufacturer narrative:
Pump received with normal operating current. Pump passed self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected missing segment/partial display anomalies noted. Pump received with minor scratched lcd window and cracked reservoir tube lip

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had fogginess to screen and there was slight obstruction to display. The customer¿s blood glucose was unknown. The battery life occasionally last 7 days and customer noted aroma of insulin occasionally coming from reservoir compartment. The customer declined the troubleshooting with the technical support. The insulin pump will not be returned for analysis.